Manufacturer narrative:
Device evaluated by MFR: device evaluation anticipated, but not yet begun.

Event description:
The hospital reported an expiratory flow sensor error that results in an inability to initiate mechanical ventilation. There was no patient involvement.

Manufacturer narrative:
Additional information was received that their was no malfunction of the device. The reported issue was due to human error. No reportable malfunction occurred. H3 other text : additional information was received that their was no malfunction of the device. The reported issue was due to human error. No reportable malfunction occurred.